Event description:
Broken healing cap stuck in the implant. Fractured parts of healing cap could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Broken healing cap stuck in the implant. Fractured parts of healing cap could not be removed from dental implant. Implant needed to be explanted. No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.